Event description:
Customer reported individual received a suspected false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual tested positive on the same day with a sars-cov-2 pcr test. Although requested, no additional information was provided regarding this false negative result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported individual received a suspected false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual tested positive on the same day with a sars-cov-2 pcr test.

Manufacturer narrative:
Correction to b3: date of event added correction to b5: date of event added correction to b6: date of event added.